Event description:
It was reported that the user experienced recurrent low glucose events after changing the cgm target range to a lower setting for the entire day, and the user received troubleshooting and education. Symptoms included hypoglycemia. Outcomes included treatment with oral glucose. Investigation included review of reported use settings and user education. Investigation of this case revealed that the low target range selection could contribute to increased insulin delivery relative to need, consistent with user settings contributing to hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.